Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated an alarm indicating high continuous pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue with high continuous pressure was reproduced during troubleshooting. In further check it was observed that ventilator failed internal leakage test, pressure transducer test and safety valve test during pre-use check. The issues were related to part: pressure transducer printed circuit board. Alarm for too high pressure informs that ventilation is ongoing, but with higher airway pressure than intended. This alarm is generated when the user set upper pressure limit is reached whereby the inspiration phase is terminated and goes over to expiration phase. The termination of the inspiration phase, leads to that the patient not receiving the set volume and this may either be related to user settings not being optimal for the actual patient, or an increased expiratory resistance in the patient¿s breathing system. At high expiratory resistance, the patient does not have time to breathe properly during the expiratory phase before a new breath is initiated. This can be experienced as no gas flow is delivered. In case of a continuous high pressure situation, the safety valve is opened for 5 seconds in order to reduce the airway pressure. Pressure transducer printed circuit board measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. The root cause of the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).